Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer reverted to a backup insulin pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.